Event description:
It was reported that during a colectomy procedure, after insertion of the device, when the valve has been closed (with the surgeon's hand inserted) to reinstate the pneumoperitoneum, the valve is cracked. The surgery was carried out and finished by using a new device. No patient adverse consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4).